Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: multiple call service (cs) 087 alarms were observed in the black box history. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. During testing, the pump successfully performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. Unrelated to the complaint, the display was found to be dim and faded. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported cs alarm issue was not duplicated during investigation. The audio bolus button cover was also missing and the remaining steps were unable to be completed. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 087 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.